Event description:
It was reported that approximately 11 months post-implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, a follow-up computed tomography scan identified an endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with an infrarenal and a suprarenal aortic extensions, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records or images were not provided for clinical assessment. Based on the review of the available information, possible causes for the reported type of endoleak are related to patient anatomical conditions; or inadequate overlap between the stent grafts. There were no product issues identified in the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.